Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity c carbon dioxide results on multiple patient samples. The customer stated quality controls were with range. The following data was provided (normal range 23 -31 mmol/l): (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The customer resolved the issue by flushing their external water quality system. No additional discrepant result issues have been reported since the external water quality system was flushed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems identified no similar issues related to the alinity system, likely cause part, or discrepant results as described in this ticket. A search for non-conformances was performed and there were no non-conformances related to the current complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.